Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a usual meal size while consuming fewer carbohydrates, leading to a low blood glucose of 60 mg/dl that lasted approximately 20 minutes; low and urgent low alerts were received, and the event resolved after oral carbohydrate intake with glucose returning to 178 mg/dl. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included transient low glucose without medical intervention, assistance, or hospitalization. Investigation included troubleshooting and patient education on dosing based on meal size. Investigation of this case revealed user dosing error related to incorrect meal size announcement, with device alerts functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement.